Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 25-jun-2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, nor details surrounding the event at the time of this report. Method: I-stat, date: 25-jun-2025, tested: 10:10, result: 0.15 ug/l. Method: I-stat, date: 25-jun-2025, tested: 10:36, result: 0.01 u/l. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 10-sep-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridges could not be tested as the lot expired on 10-aug-2025, prior to the initiation of the investigation on 21-aug-2025. No deficiency has been identified for ctni cartridge lot s25009.